Event description:
On (B)(6) 2011, the pt underwent hemiarch repair of an ascending thoracic where a gore tag thoracic endoprosthesis was used as an extension. On (B)(6) 2011, the pt underwent a f/u computed tomography that revealed a proximal type I endoleak with no aneurysm growth. On (B)(6) 2011, the pt underwent a reintervention where a gore conformable thoracic endoprosthesis was implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specs.